Event description:
A report was received that the patient had inadequate stimulation. Fluoroscopy imaging was taken and confirmed that the lead migrated. The patient underwent a lead revision procedure and was doing well postoperatively.